Event description:
It was reported when using the bd syringe 10ml ls 21x1-1/4in tw there was leakage past the plunger, the following information was provided by the initial reporter. The customer stated: there was "leakage of drug below the plunger of syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/3/2021. H.6. Investigation: three photos and one sample were received by our quality team for evaluation. From the photos, leakage was observed past the stopper. The sample was subjected to visual inspection and leakage was observed past the stopper. The team also observed damage on the barrel body and scale line printing rub off. The samples were subjected to leakage testing and leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the damaged barrel and printing line rub off between the ¿1 and 2¿ scale mark, the team investigated different sections of the machine and matched a potential area which could lead to the damaged barrel. The syringe barrel could have been damaged during the transition to the outfeed dial at the syringe needle assembly process. The probable root cause could be due to the machine outfeed dial being out of alignment which eventually lead to part slanting. Thereafter, the product tilted from the needle assembly dial slot pocket resulting in a crash and damage by the pocket dial and side guide during transition to the outfeed dial process. The damaged part then caused the leakage past the stopper. The defect parts failed to remove effectively by the production technician which resulted in escapees to the next process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 10ml ls 21x1-1/4in tw there was leakage past the plunger. The following information was provided by the initial reporter. The customer stated: there was "leakage of drug below the plunger of syringe."